Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise episode was observed. Remote control interference was suspected. The lead was explanted.